Event description:
The customer's nurse called and reported being hospitalized with blood glucose of 701 mg/dl. Customer's symptoms included frequent polyuria and lethargy. Customer was wearing the insulin pump at the time of hospitalization. He was treated with an intravenous drip. It was stated the customer was without insulin for 3 days and the insulin pump had beeped, but when customer looked at it, it did not show anything. At time of report, customer's blood glucose was 189 mg/dl. Customer believed the infusion set cannula was occluded and insulin would not go through. It was explained the device could not be replaced with the drive support cap sticker missing. Customer's daughter called back later. It was found the customer had 19 no delivery alarms on (B)(6) 2015. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.